Manufacturer narrative:
(B)(4). Concomitant medical products: 00631004828 liner 10 degree elevated rim 28 mm i.d. For use with 48 mm o.d. Shell 60221169; 00620204822 shell porous with cluster holes 48 mm 60244125; 00784301336 femoral stem beaded fullcoat 12/14 neck taper lm body std. Offset size 13; 13 mm distal dia. 160 mm length 60261165. The complaint is confirmed based on the follow up notes and the x-ray that was provided. Review of x-rays provided demonstrated a slightly increased lateral inclination of the acetabular component when compared to the contralateral side. Otherwise, the alignment appeared to be normal. The size of the femoral head with regards to the cup appeared to be normal. All hardware appeared to be intact and not fractured. Bones appeared appropriately mineralized. Review of the device history record for identified no deviations or anomalies. A definitive root cause cannot be determined based on the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02891, 0001822565-2018-03714.

Event description:
It was reported that the patient was considered for a revision surgery to pain, wear, instability and dislocation but was rescheduled due to urinary tract infection. No additional information is available.